Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge onto the pump. Reportedly, the cartridge was filled with approximately 180 units of insulin. The customer's blood glucose level was 117 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully.